Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding/ severe clotting / abnormal bleeding (general)") and mental impairment ("neurological conditions or problems type: diminished brain function") in a 35-year-old female patient who had essure (batch no. 758628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In october 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("painful menstruation / dysmenorrhea (cramping)"). On (B)(6)2011, the patient experienced fatigue ("fatigue / chronic fatigue") and loss of libido ("other injury(ies) or complication please describe: loss of libido"), 10 months 29 days after insertion of essure. In october 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In september 2013, the patient experienced premature menopause ("hormonal changes describe: early menopause"), anaemia ("blood or heart disorder/condition type: anemia") and vitamin d deficiency ("blood or heart disorder/condition type: vitamin d deficiency") and was found to have progesterone decreased ("hormonal changes describe: low progesterone"). On (B)(6)2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6)-2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and premenstrual dysphoric disorder ("psychological or psychiatric problems condition: pmdd"). In july 2014, the patient experienced food allergy ("allergic or hypersensitivity reaction type: food allergies"), gluten sensitivity ("allergic or hypersensitivity reaction type: gluten sensitivity") and peripheral venous disease ("autoimmune disorder type of disorder: leaky foot syndrome"). In september 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In october 2016, the patient experienced mental impairment (seriousness criterion medically significant), disturbance in attention ("neurological conditions or problems type: foggy concentration") and visual impairment ("vision/eye problems type: vision problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), anxiety ("anxious / anxiety"), vaginal infection ("vaginal infections"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), pruritus ("rashes or skin conditions type: itchy skin"), feeling abnormal ("neurological conditions or problems type: brain fog"), mood swings ("mood swings"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), flatulence ("gastrointestinal or digestive system condition type: gas"), constipation ("constipation"), diarrhoea ("diarrhea"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), abdominal pain upper ("stomach pain"), back pain ("back pain"), muscle strain ("back injury:lumbar strain") and thyroid disorder ("thyroid disease"). The patient was treated with ergocalciferol;retinol palmitate (vitamins a & d) and surgery (bilateral salpingectomy). Essure was removed on(B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, mental impairment, dysmenorrhoea, fatigue, alopecia, anxiety, vaginal infection, abdominal distension, premature menopause, progesterone decreased, vaginal haemorrhage, menorrhagia, food allergy, gluten sensitivity, urinary tract infection, depression, premenstrual dysphoric disorder, peripheral venous disease, pruritus, anaemia, vitamin d deficiency, disturbance in attention, feeling abnormal, mood swings, allergy to metals, dyspareunia, vaginal discharge, visual impairment, flatulence, constipation, diarrhoea, loss of libido, urinary tract disorder, bladder disorder, abdominal pain upper, back pain, muscle strain and thyroid disorder outcome was unknown and the migraine and headache was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, anaemia, anxiety, back pain, bladder disorder, constipation, depression, diarrhoea, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, food allergy, genital haemorrhage, gluten sensitivity, headache, loss of libido, menorrhagia, mental impairment, migraine, mood swings, muscle strain, pelvic pain, peripheral venous disease, premature menopause, premenstrual dysphoric disorder, progesterone decreased, pruritus, thyroid disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement.; on (B)(6)-2011: total bilateral occlusion; on (B)(6)2011: bilateral devices in places, no evidence for tubal ligation. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on(B)(6)2019: all information added in fu1 dated (B)(6)2018 were removed as it was identified as wrong source document. Plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- hormonal changes describe: early menopause, low progesterone, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: food allergies. Gluten sensitivity, infection (bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: pmdd, depression, autoimmune disorder type of disorder: leaky foot syndrome, rashes or skin conditions type: itchy skin, headaches, blood or heart disorder/condition type: anemia, vitamin d deficiency, neurological conditions or problems type: diminished brain function, foggy concentration, brain fog, mood swings, nickel allergy, dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: vision problems, gastrointestinal or digestive system condition type: gas, constipation, diarrhea, other injury(ies) or complication please describe: thyroid disease, loss of libido, bladder or urinary problems or changes, stomach pain, lumbar strain, back pain. Outcome of event migraine were updated. Reporter information, aka name, treatment drug, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding/ severe clotting / abnormal bleeding (general)") and mental impairment ("neurological conditions or problems type: diminished brain function") in a 35-year-old female patient who had essure (batch no. 758628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("painful menstruation / dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced fatigue ("fatigue / chronic fatigue") and loss of libido ("other injury(ies) or complication please describe: loss of libido"), 10 months 29 days after insertion of essure. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced premature menopause ("hormonal changes describe: early menopause"), anaemia ("blood or heart disorder/condition type: anemia") and vitamin d deficiency ("blood or heart disorder/condition type: vitamin d deficiency") and was found to have progesterone decreased ("hormonal changes describe: low progesterone"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and premenstrual dysphoric disorder ("psychological or psychiatric problems condition: pmdd"). In (B)(6) 2014, the patient experienced food allergy ("allergic or hypersensitivity reaction type: food allergies"), gluten sensitivity ("allergic or hypersensitivity reaction type: gluten sensitivity") and peripheral venous disease ("autoimmune disorder type of disorder: leaky foot syndrome"). In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2016, the patient experienced mental impairment (seriousness criterion medically significant), disturbance in attention ("neurological conditions or problems type: foggy concentration") and visual impairment ("vision/eye problems type: vision problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), anxiety ("anxious / anxiety"), vaginal infection ("vaginal infections"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), pruritus ("rashes or skin conditions type: itchy skin"), feeling abnormal ("neurological conditions or problems type: brain fog"), mood swings ("mood swings"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), flatulence ("gastrointestinal or digestive system condition type: gas"), constipation ("constipation"), diarrhoea ("diarrhea"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), abdominal pain upper ("stomach pain"), back pain ("back pain"), muscle strain ("back injury:lumbar strain") and thyroid disorder ("thyroid disease"). The patient was treated with ergocalciferol;retinol palmitate (vitamins a & d) and surgery (bilateral salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, mental impairment, dysmenorrhoea, fatigue, alopecia, anxiety, vaginal infection, abdominal distension, premature menopause, progesterone decreased, vaginal haemorrhage, menorrhagia, food allergy, gluten sensitivity, urinary tract infection, depression, premenstrual dysphoric disorder, peripheral venous disease, pruritus, anaemia, vitamin d deficiency, disturbance in attention, feeling abnormal, mood swings, allergy to metals, dyspareunia, vaginal discharge, visual impairment, flatulence, constipation, diarrhoea, loss of libido, urinary tract disorder, bladder disorder, abdominal pain upper, back pain, muscle strain and thyroid disorder outcome was unknown and the migraine and headache was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, anaemia, anxiety, back pain, bladder disorder, constipation, depression, diarrhoea, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, food allergy, genital haemorrhage, gluten sensitivity, headache, loss of libido, menorrhagia, mental impairment, migraine, mood swings, muscle strain, pelvic pain, peripheral venous disease, premature menopause, premenstrual dysphoric disorder, progesterone decreased, pruritus, thyroid disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement.; on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: bilateral devices in places, no evidence for tubal ligation. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding/ severe clotting/ abnormal bleeding (general)") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain. Concurrent conditions included body mass index normal. Concomitant products included duloxetine hydrochloride (cymbalta) and gabapentin. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("painful menstruation / dysmenorrhea (cramping)"), fatigue ("fatigue") and cyst ("cyst"). In 2012, the patient experienced weight decreased ("weight loss"). In 2014, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced fibromyalgia ("possible fibromyalgia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss"), anxiety ("anxious"), depression ("depressed"), vaginal infection ("vaginal infections") with vaginal discharge, abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (surgical procedure with removal of the essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, migraine, fatigue, alopecia, anxiety, depression, vaginal infection, abdominal distension, weight decreased, cyst and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia, fibromyalgia, headache, tooth disorder and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, tooth disorder, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirmed proper placement. Current weight 114 lbs. Most recent follow-up information incorporated above includes: on 24-apr-2018: plaintiff fact sheet received. New reporters added. Plaintiff demographics added. Essure start date and stop date updated. New events abnormal bleeding (vaginal, menorrhagia), possible fibromyalgia, headaches, dental problems, dyspareunia (painful sexual intercourse), weight los, cyst abdominal pain and back pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding/ severe clotting") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation"), migraine ("migraines"), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("anxious"), depression ("depressed"), vaginal infection ("vaginal infections") and abdominal distension ("bloating"). The patient was treated with surgery (surgical procedure with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the genital haemorrhage, dysmenorrhoea, migraine, fatigue, alopecia, anxiety, depression, vaginal infection and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, migraine and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.